Event description:
Additional information received reported that the patient may have a fragmented disc near where the device was located. The patient will have a surgery to resolve the issue.

Manufacturer narrative:
The device was removed but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient was admitted to the hospital and the device was removed after weakness in his limbs was reported. The symptoms have resolved and there have been no reports of further complications regarding this event. The patient was experiencing effective pain relief for several years prior to this event.